Event description:
It was reported that the device screen suddenly went black during use. There was no further information neither if the device was used on a patient nor if/what follow up measures were done. On request it was stated that the device is already back into service, i.e. Normal use. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The user facility did not involve the local draeger s&s organization into examination of the device and potential repair measures; the ventilator is not under a dräger service contract. On request it was only stated that the device is already back into service, i.e. Normal use. A case-specific evaluation is thus not possible. In fact, the complaint cannot be fully understood; it is not clear if solely the display went black making interaction with the device impossible or if the device performed a reboot respectively shut down. If solely the display is affected, ventilation continues leaving enough room to react and to replace the device. A reboot is the specified device response to overcome errors in the software processing or external disturbances; ventilation will be continued with the previous settings after the reboot is completed; the reboot sequence will take approx. 10 seconds, typically. The device is more than 10 years old; state of preventive maintenance and service is unknown. Since the exact nature of the system effect during the course of event is not clear, the triggering condition remains unknown. It can be related to component malfunction, use error or infrastructure issues; a differentiation is not possible due to lack of information. It is recommeded to the user facility to have the device checked by trained service personnel.